Event description:
(B)(4).

Manufacturer narrative:
A steris service technician inspected the lights and found the bulb had been replaced by the user facility. The technician noted that the banana jack was damaged and the wiring harness was loose, causing the light to flicker. The technician replaced the banana jack, secured the wiring harness and returned the lights to service; no additional issues. The lights are not under steris service contract.

Manufacturer narrative:
The user facility reported that during the preparation of the operating room, a surgical lighthead handle fell onto an instrument table. Hospital staff rotated the lighthead away from the operative site and utilized another surgical lighthead to begin the procedure. No injuries were reported to hospital staff and there were no delays in the procedure. A steris technician inspected the surgical lighting system and found the user facility's biomedical department ("biomedical") had replaced the lightheads and placed the surgical lighting system back into service. The replaced lightheads and lighthead handle were discarded by biomedical and unavailable for evaluation. Biomedical stated that the lighthead handles were damaged due to impact. The surgical lighting system was approximately 18 years old and not under steris service contract. Steris technicians have de-installed the surgical lighting system and installed a new harmony surgical lighting system.

Manufacturer narrative:
(B)(4).